Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is successfully using the device. No further details will be provided. This is the final report.

Event description:
The recipient reportedly experienced device migration. The recipient underwent repositioning surgery on (B)(6) 2020.